Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2116297. Medical device expiration date: 30-apr-2027. Device manufacture date: 26-apr-2022. Medical device lot #: 2172165. Medical device expiration date: 31-jul-2027. Device manufacture date: 21-jun-2022. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during injection with an unspecified amount of bd ultra-fine¿ pro pen needles 32g x 4mm the insulin could not be delivered. This occurred with 2 different lots. The following information was provided by the initial reporter, translated from german to english: affected about 4-5 units out of 10. Pen blocks during injection (e.g. 13 units set, at 8 the pen blocks (cannot be pressed further, not even by stronger men). It is not clear if the 5 units came out at all before, because no insulin came out during the test over the rinse. Test was done with 2 different pens with the same needle.... The error appeared with both of them.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 22-feb-2023. H.6. Investigation summary: samples were received and an investigation was performed. This is the 1st related complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.

Event description:
It was reported that during injection with an unspecified amount of bd ultra-fine¿ pro pen needles 32g x 4mm the insulin could not be delivered. This occurred with 2 different lots. The following information was provided by the initial reporter, translated from german to english: affected about 4-5 units out of 10. Pen blocks during injection (e.g. 13 units set, at 8 the pen blocks (cannot be pressed further, not even by stronger men). It is not clear if the 5 units came out at all before, because no insulin came out during the test over the rinse. Test was done with 2 different pens with the same needle the error appeared with both of them.